Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a sudden stimulation at the ipg pocket. This occurred regardless of whether the stimulation was in use or not. The stimulation provides satisfactory coverage. X-rays did not show anomalies and indicated the system is intact. The physician would like to revise the ipg pocket site. Surgical intervention is pending to address the issue.